Event description:
The account stated that the axsym toxoplasmosis igg reagent has generated a false negative result on a patient sample. The initial result was negative (0.1 iu/ml). The retest result was positive (31 iu/ml). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) evaluation: device/samples not returned. Retained kit testing met all specifications. The customers complaint was investigated and the results are as follows: testing of a retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 (which is equivalent to lot number 68772hn01) was tested with axsym toxo igg calibrators, controls and panels used for the determination of sensitivity/ specificity of this assay. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. No erratic result was obtained. All values obtained for the specificity and sensitivity panels tested were within the manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 displayed an unusual performance. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68772hn01 and associated sub lots. This review did not identify any problems relating to the customers observation. In the abbott axsym system operations manual volume 2, section 10, under observed problem results erratic, discrepant, and/or experiencing imprecision probable causes and corrective actions are listed. Based on our investigation, we have determined that axsym toxo igg, list number 9k08-20, lot number 68772hn01, identified in the customers complaint, is currently meeting its safety, effectiveness and label claims. The cause of the customers observation remains unclear. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.